Manufacturer narrative:
Result: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in vial in liquid. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer? No. Claim #(B)(4). Lens not returned.

Event description:
The reporter stated she was advancing a 13.2mm micl13.2 implantable collamer lens, -12.0 diopter, forward from the cartridge with a forcep on (B)(6) 2016 and the lens tore. There was no patient contact and the backup lens was implanted. The reporter indicated the cause of the event was unknown.